Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
B3: event date unknown. D4: lot, expiration date unknown. H3: device not received by manufacturer. H4: device manufacture date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when priming was completed, air would return to the IV bag if the filter was elevated above the bag as it was during transport. There was no clip on the line between the filter and the IV bag; the only clip was distal from the filter. It is unknown if there was patient involvement, no adverse patient effects were reported.